Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The event log included alarms for low o2 gas supply on the reported event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event.the conclusion is that there are no indications of ventilator malfunction. The alarms for low o2 concentration was most likely due to low o2 gas supply from the wall gas system.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for a low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).